Event description:
Complaint of the customer : "based on internal observations and investigations, we suspect that the vascular prothesis intergard woven hemabridge has an increased infection rate. Today, we have reported this assumption to materiovigilance swissmedic." (Corrected data) additional details following new information received on 23 oct 2019: as part of a cardiac surgery study, 23 prosthetic infections were analyzed on a period of 5 years and 9 months. 22 patients were involved, including 5 deceases. This report is one of a series of 25 reports.

Manufacturer narrative:
Additional manufacturer narrative : the initial report was one of a series of 25 reports. The quantity of initial reports to be made in relation with the cardiac surgery study was based on the information collected by our company representative on 12 september 2019 which mentioned 25 infections. As part of our investigation, we contacted the hospital to obtain more information on the 25 cases. Following this request, we received an email from the hospital on 23 october 2019 explaining that the study was only on 23 prosthetic infections with 22 products involved on 22 patients (please note that one patient has 2 infections at different dates on the same product). Because this report is the 25th of the series of 25 reports and because we know now that there were only 23 infections declared by the hospital, this follow up report is made as an update of the previous information declared in the initial MDR and will also close this report which is no more relevant.

Manufacturer narrative:
The report is one in a series of 25 reports identified as (B)(6), all involving infection, six of which having resulted in patient death. Device is not accessible for testing as it remained implanted in the patient. The review of historical data is ongoing, results are pending. No graft identification is available. Therefore, no review of the device history records can be performed. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation. Device is not accessible for testing as it remained implanted in the patient.

Event description:
Complaint of the customer : "based on internal observations and investigations, we suspect that the vascular prothesis intergard woven hemabridge has an increased infection rate. Today, we have reported this assumption to materiovigilance swissmedic." Additional information received on 09/12/2019: as part of a cardiac surgery study on the cause of thoracic prosthesis infections, 50 patients with prosthetic infections and their possible causes were examined over a period of 5 years (2014-2019). It was found that out of 50 infections 25 patients had received an intergard prosthesis. Of the 25 affected patients, 6 deceased. The report is one in a series of 25 reports identified as (B)(6), all involving infection, six of which having resulted in patient death.